Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a bhr on (B)(6) 2018 due to longstanding left hip pain. The patient suffered from metallosis. She has had progressive lateral hip pain and elevated metal ions in her serum. This adverse event was addressed by conducting a revision surgery on (B)(6) 2025, during which the femoral head 48mm along with the acetabular cup hap size 48/56 were explanted. During procedure, an anterior capsulectomy was performed due to extensive metallosis and attenuation of the capsule. They did send murky nonpurulent metallosis fluid for cultures. The removal of the acetabular shell was done with minimal bone loss. Surgeon performed extensive debridement of visible tissue with metallosis including some posterior capsule and aspects of the abductor musculature. The patient tolerated the procedure well without complication and was transported to the recovery room in stable condition.